Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave® t-connector, anti-siphon valve, 0.2 micron filter, luer lock that the customer reported cracked and leaking filter, occluded tubing, cracked line, and brown sediment in the filter. There is patient involvement and a delay in therapy, however, no patient harm.

Manufacturer narrative:
On march 18, 2022 received two used. List # a1134, 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave® t-connector, anti-siphon valve, 0.2 micron filter, luer lock; lot number unknown, and one used list number unknown, 50ml syringe; lot number unknown. The complaint of broken t-connector can be confirmed on one of the two returned used. List # a1134, 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave® t-connector, anti-siphon valve, 0.2 micron filter, luer lock; lot # unknown. As received the nanoclave t-connector of the first sample was broken at the t-connector. The area of the break had scalloping and deformation typical of a bend break. The filters on each sample appeared to be filled with drug residuals. Each set was leak tested. Other than a leak from the broken t-connector there were no leaks observed. The probable cause of the broken t-connector is due an unintentional bending force during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. Additional information: h6 medical device problem code.

Event description:
Additional information received from the customer that the leak occurred on the line. The medication involved during the event was parental nutrition (pn). The tubing and drug was replaced and therapy was resumed.